Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(4) 2013, the reporter contacted animas and left a message stating that the patient was not receiving insulin even though the pump was "going through the motions." There was no reported adverse event associated with this complaint. There was no additional information available for this complaint. Customer support (cs) has made several attempts to contact the reporter and was unsuccessful. This complaint is being reported due to the allegation that there may have been a delivery issue with the pump.